Event description:
False negative result(s). The user reported that they tested positive for flu b at their doctor's office on friday, (B)(6). They tested with a flowflex plus test on saturday, (B)(6), and the result was negative for flu a, flu b, and covid.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080009 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080009 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.